Event description:
Report received indicated that the angioguard was prepared and inserted into the sheath introducer. Under fluoroscopy, it was noticed that the device had pre-maturely deployed prior to crossing the lesion. The device was successfully resheathed and removed. A new device was prepared and used successfully. The product was clinically used. There was no reported patient injury. Additional information states that further investigation has revealed that the filter deployed prematurely outside of the body. There was no resistance because the device was not used. The vessel characteristics were tortuous which a new angioguard had no problem navigating through. This conflicts with the previous statements from the account.

Manufacturer narrative:
Based on the information available and the condition of the returned product, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related tp a product quality issue. Analysis of the returned device shows multiple issues, none of which were described by the account. During the visual analysis multiple kinks/bends were found on the product. Scraped ptfe coating was found on the wire shaft; additionally the inner lumen of the deployment sheath was occluded. Per lake regional report c 5,790: as received, the specimen does not present any obvious indications of manufacturing defect or anomaly. The specimen device appears visually and dimensionally correct. Review of the device history records does not indicate any manufacturing defects or anomalies. The complaint of, "the 6mm angioguard was prepared and inserted into the sheath. When the fluoroscopy was done they noticed the device had deployed, and they had not yet tried to cross the lesion. They successfully resheathed the device and removed it. They then prepared and used a new device successfully. The device was clinically used and will be returned" and "further investigation revealed the filter deployed prematurely outside the body" suggests procedural implications. The position of the torque device several centimeters proximal of the proximal hub of the deployment sheath is indicative of proper procedure not being followed during preparation. As described in the preparations for use section of the device instructions for use (IFU) states,"11. Gripping the torque device in one hand and the proximal end of the guidewire in the other, pull the wire through the torque device until the proximal end of the deployment sheath hub engages the torque device nut. 12. Lock the torque device onto the guidewire; ensure the deployment sheath hub remains engaged with the torque nut. Pull the wire and deployment sheath out of dispenser coil. 13. The deployment sheath is now prepped and ready for use." The wire shaft presents scraped ptfe coating at 155.1 to 155.2cm from the distal tip. As received, the specimen filter is extending 2.60cm distal from a fully seated position within the deployment sheath. The inner lumen of the deployment sheath is occluded with dried biomaterial, effectively locking the sheath in place over the wire shaft. This finding appears to contradict the claim of, "further investigation revealed the filter deployed prematurely outside the body". As such, the docking function of the specimen cannot be verified without altering the specimen. The dried biomaterial residue is also present on the exterior of the deployment sheath. This also prevents checking for indications of the torque device being secured distal of the scraped ptfe. Based on the evidence presented by the specimen device and the supporting documentation, procedural factors impacted on the event as reported. These observations and speculations are based on the evidence presented by the sample article and limited information provided by the supporting documentation.